Event description:
The user facility reported to terumo cardiovascular system that during cardiopulmonary bypass surgery, the oxygenator leaked plasma after 25 minutes of extracorporeal circulation with the aortic clamp. The liquid later became red and leakage increased. The surgeon decided to declamp the aorta and proceed off extracorporal circulation. Approx 30ml of blood loss. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. For this reason, terumo references eval conclusion code (conclusion not yet available- eval in progress). (B)(4).